Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the deep brain stimulator surgery (dbs) surgery was a disaster. The patient died on (B)(6) 2013. Relevant medical history includes parkinsons dual. No further detail was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.